Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Insulin pump received with partially broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: partially broken retainer, broken reservoir tube lip, pillowing overlay, stained overlay, cracked corner of belt clip rails, cracked battery tube and serial number label damage. Customer returned pump due to a crack in the battery compartment. Cracked battery tube and cracked corner of belt clip rails confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.